Event description:
Insufficient weight removal. There was no patient injury or medical intervention. The clinic biomed found that the wires from the ultrafiltration pump to the ultrafiltration "cca" were crimped too tightly, breaking the wires at the connection. The condition was corrected in the field by the clinic biomed.